Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported pericardial effusion occurred. An non-bsc transeptal needle and a watchman® access system were selected. During the transeptal puncture or during the exchange of the non-bsc transeptal needle for this watchman access sheath a pericardial effusion (pe) occurred. At one of those times either the non-bsc transeptal needle or was nicked the back wall. The hole was found to be in the posterior wall of the atrium. The pe was tapped immediately; some of the blood was autotranfused back in and then there were additional pints of blood given. The patient was managed in the catheterization lab for about 45 minutes hoping the effusion would slow, but ultimately went to the operating room for closure of the persistent leak/hole. The patient was discharged a couple of days later and their current status is fine.